Event description:
A hospital representative reported that the cutter did not cut or aspirate. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
A sample has been received, but the evaluation has not been completed yet. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).